Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read "high." The customer was instructed by technical support to disconnect and manipulate the pump tubing and deliver specific bolus amounts to address the issue. Despite multiple attempts, the occlusion alarm recurred until a new cartridge was loaded, after which the bolus completed successfully. The customer was advised to replace necessary supplies and resume insulin therapy, with a follow-up for additional assistance arranged.